Manufacturer narrative:
It was reported that the leksell frame adaptor was stuck and dirty. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A visual and functional inspection was performed and indicates that the leksell frame holder is stuck in the leksell interface with the robot. It is not possible to move it. Substances which seems to be grease is present. The leksell head holder is completely stuck. The identified root causes of this issue are deformation of the tube due to screwing and the presence of blood and grease which glued the assembly. It is noted that the leksell frame adaptor has been replaced on 24 sep 2018.

Event description:
The field service engineer (fse) was asked by phone on the morning of the case, how to clean the leksell frame holder, since there seemed to be blood inside. The fse joined the nurse in the theatre about one hour later to help to fix the part again on the robot. The fse was able to fix the leksell holder and checked the ability to turn the leksell frame holder to a 45 degree position. This was not possible, the leksell frame holder was stuck and it was not possible to change the angle of inclination of the leksell frame holder. The surgery took place with no impact to the patient because the position of the leksell frame holder was satisfactory for this case.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer (fse) was asked by phone on the morning of the case, how to clean the leksell frame holder, since there seemed to be blood inside. The fse joined the nurse in the theatre about one hour later to help to fix the part again on the robot. The fse was able to fix the leksell holder and checked the ability to turn the leksell frame holder to a 45 degree position. This was not possible, the leksell frame holder was stuck and it was not possible to change the angle of inclination of the leksell frame holder. The surgery took place with no impact to the patient because the position of the leksell frame holder was satisfactory for this case.